Manufacturer narrative:
An event regarding incorrect selection involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: conclusions: it was reported a cemented implant was implanted, rather than the intended cementless implant. The event was not confirmed as insufficient information was provided. Additional information such as patient implant sheet, primary operative reports and x-rays are required to complete the investigation and determine a root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During a triathlon tka a ps fem component cemented 5515-f-702, was opened and implanted without using cement. The surgeon¿s plan for this case was for a press fit knee, in which a ps fem component - beaded w/pa should have been used. A titanium baseplate and a titanium metal backed patella were correctly selected and implanted. This issue was identified after the billing was done for the case and it was noticed on the invoice that a cemented ps fem component was implanted. This identification occurred after the medical procedure. Surgeon has planned to take the patient back to surgery to replace the tka cemented femoral component with a press fit femoral component.